Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited a low out of range impedance measurement. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.